Event description:
It was reported an issue with novosyn quick suture. The client reported that the needle comes loose from the thread. In some cases it has been when removing the suture from the blister pack. There is no incidence in the patient, the failure is detected at the moment of removing the thread and needle from the suture envelope. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. We manufactured (B)(4) of this code batch. There are (B)(4) blocked in our stock. We have received (B)(4) and (B)(4) with the needle attached to the thread and the thread still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received, we have noticed that in most of them threads break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the closed samples received do not fulfil usp/ep and b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.